Event description:
Two months after receiving bx sonic stents, the pt had symptoms and signs suggestive of acute coronary syndrome (acs). The pt had coronary artery disease in the circumflex and right coronary artery (rca). Post deployment of the bx sonic (3.00x8) mm stent in the rca there was shift of plaque proximately. Subsequently a second bx sonic (3.00x13) mm was implanted and pt was placed on heparin infusion 1000iu/h for 73 hours. Antiplatelet drug regimen post procedure consisted of aspirin/100mg and plavix/75mg. Two months after receiving the stents, the pt had symptoms and signs suggestive of acute coronary syndrome (acs) and due to financial tribulations, the pt could not receive medical treatment.

Manufacturer narrative:
The bx sonic is distributed outside of the united states. However it is similar to us distributed coronary stent delivery systems. The product remains implanted in the pt and is not available for eval and testing. This is one of two products involved in the same pt and reported under manufacturing number 9616099-2008-02348.